Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was that the handset was lagging at 90% since a couple months back. The agent reviewed and guided the patient through clearing the data. The patient was then able to connect to the pump without any lag. The agent emailed the patient lag instructions. The patient mentioned historical information that their previous handset would lag at 90%. The software version was 2.0.1700.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.